Event description:
It was reported that this pacemaker device exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. This triggered a lead safety switch (lss) which resulted in the rv lead being automatically switched from the bipolar to the unipolar pace and sense configuration. The rv lead is not a boston scientific product. It was indicated that the patient was brought into the clinic, no noise was noted, and the impedance was within normal specification limits. The rv lead was programmed back to the bipolar configuration. However, another high out of range rv pace impedance measurement and associated lss occurred again approximately two and a half weeks later. Boston scientific technical services (ts) reviewed remote monitoring device data and indicated there were recent signal artifact monitor (sam) episodes stored. The impedance measurements associated with those episodes were within normal specification limits. One episode exhibited minute ventilation (mv) sensor noise on the rv lead and the other episode exhibited this on the right atrial lead but the electrogram markers indicated the pacemaker device did not sense the noise. The patient was noted to have atrial fibrillation (af), so ts indicated they were not sure if the sam episodes are related to the af or the mv sensor noise. Ts provided guidance to consider bringing the patient back into the clinic to rest sam and to program the rv lead to a unipolar pacing and bipolar sensing configuration. Ts noted that if this is a device header spring contact problem, the issue should resolve and if sam occurs again, it might be related to the patients af. The boston scientific representative indicated they would discuss this with the physician. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. This triggered a lead safety switch (lss) which resulted in the rv lead being automatically switched from the bipolar to the unipolar pace and sense configuration. The rv lead is not a boston scientific product. It was indicated that the patient was brought into the clinic, no noise was noted, and the impedance was within normal specification limits. The rv lead was programmed back to the bipolar configuration. However, another high out of range rv pace impedance measurement and associated lss occurred again approximately two and a half weeks later. Boston scientific technical services (ts) reviewed remote monitoring device data and indicated there were recent signal artifact monitor (sam) episodes stored. The impedance measurements associated with those episodes were within normal specification limits. One episode exhibited minute ventilation (mv) sensor noise on the rv lead and the other episode exhibited this on the right atrial lead but the electrogram markers indicated the pacemaker device did not sense the noise. The patient was noted to have atrial fibrillation (af), so ts indicated they were not sure if the sam episodes are related to the af or the mv sensor noise. Ts provided guidance to consider bringing the patient back into the clinic to rest sam and to program the rv lead to a unipolar pacing and bipolar sensing configuration. Ts noted that if this is a device header spring contact problem, the issue should resolve and if sam occurs again, it might be related to the patients af. The boston scientific representative indicated they would discuss this with the physician. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.